Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum pump displays system error 105 alarms. Customer reported that there was no pt injury. No further info was available.